Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had a connector issue. Visual analysis revealed a broken mbc spring in the atrial connector port. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead port of the implantable cardioverter defibrillator (ICD) appeared to be blocked. Therefore, preventing full insertion of the ra lead pin into the ICD connector block. An alternate device was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device had foreign material in the connector. It was confirmed that the ¿foreign object¿ was an multi beam contact from a test pin in the test cassette during final functional testing. If information is provided in the future, a supplemental report will be issued.